Event description:
Pyogenic arthritis of right knee [arthritis bacteria]. Hydrarthrosis of right knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for osteoporosis (diagnosed on (B)(6) 1988), previous use of synvisc in both knees ((B)(6) 2012), recurrence of gonarthrosis ((B)(6) 2013) and for concomitant disease of spinal osteoarthritis (diagnosed on (B)(6) 2009). On (B)(6) 2013, the patient initiated treatment with first synvisc (hylan g-f 20) injection of second course at a dose of 02 ml (route and frequency not provided), into both knees. The lot number for synvisc was not provided. The same day, she developed pyogenic arthritis and hydrarthrosis of the right knee and the treatment with synvisc was permanently discontinued. The patient was hospitalized and had unspecified treatment for the events. On (B)(6) 2013, arthrocentesis was performed (unknown amount of fluid aspirated) and the patient had fluid culture test (result was not provided). The outcome for both the events was not provided. Concomitant medications reported include shakuyakukanzoto (herbal extract unspecified) and ketoprofen. The intensity for both the events was not provided. The relationship between synvisc and both the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.